Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that their insulin pump alarmed replaced battery after replacing the battery in a timely manner. The customer¿s blood glucose level was unknown at the time of the incident. The customer didn't receive a low battery alert, it just went right to replace battery now, this is the second time this has happened. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.